Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted pressure sensor harness replaced due to error code 354.6770. As found software version 9.15.1.2, as left software version 9.15.1.2. A review of the device history record showed the device had a manufacture date of 03dec2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the harness. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn(B)(6) for the same or related failure mode.

Event description:
It was reported that the device received an alarm - error code message. The device failed preventive maintenance (pm) and has a channel error. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code message. The device failed preventive maintenance (pm) and has a channel error. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. H3 other text : the affected device has been received and an evaluation is pending.

Event description:
It was reported that the device received an alarm - error code message. The device failed preventive maintenance (pm) and has a channel error. No additional information was provided. There was no patient involvement.